Event description:
Customer reported her insulin pump alarmed no delivery after a bolus delivery. Customer's blood glucose was 156 mg/dl. Customer could not do troubleshooting because she was going out to eat. She was advised to call back later to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)